Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that as far as they knew at this time the patient had not showed up to their appointment and had not re-scheduled. The manufacturer representative had not further information.

Manufacturer narrative:
Date of event(s): zapping issue: (B)(6) 2012; recharging issue: for the last 6 months to a year. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that when the cough the implantable neurostimulator (ins) ¿zaps¿ them. It was also reported that, in the last 6 months to a year, the ins was not holding a charge and they were recharging the ins more often/too frequently. The patient stated that they were charging it more than they were using it. They charged directly on the skin and did not use adhesive disks. No falls or trauma were reported that could be related to the issue. Specifically, they used the device a couple times a week and every time they went to use it the ins was dead or really low. The patient had not been recently reprogrammed or had switched to a new group or had the need to increase the parameters. They had not had a previous overdischarge (od). The patient sometimes charged to 100% full and sometimes they didn¿t. Recharging best practices were reviewed with the patient. The patient stated that at their last doctor¿s visit, the physician told them to find out if there are any new devices out there for them. Follow up information received on aug. 26, 2016 from the manufacturer¿s representative that an appointment was scheduled for the patient at the doctor¿s office for (B)(6) 2016. No additional information was able to be obtained at the time of this report. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.